Event description:
This unsolicited device case from france was received on 11-jul-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after 36 hours of starting treatment, experienced injection site edema (recurrent) and extension of the edema to the joints of the fingers of the left hand/edema of the left ankle/then extension to the right ankle and the right wrist (recurrent). The patient received synvisc one injection in (B)(6) 2014 in the joint of the right knee with a good tolerance. No concurrent conditions, medical history or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, (indication, batch/lot number and expiration date: not provided) in the joint of the right knee. On (B)(6) 2016, 36 hours after treatment with synvisc one, there occured injection site edema. It was reported that the puncture was performed and there was no infection. Also, the same day, 36 hours after treatment with synvisc one, the patient developed edema of the joints of the fingers of the left hand. It was reported that 4 days later, edema of the left ankle developed. Then there was extension to the right ankle and the right wrist. Also reported, 10 days after the injection, the patient received corrective treatment with betamethasone (celestene) for 3 days at a dose of 6 mg /day. After 48 hours of treatment the patient was recovered. Then 48 hours after the stop of betamethasone, re occurrence of the edemas of several joints occured. The corrective treatment with betamethasone was introduced for 3 days. The patient recovered after 2 days. After stopping the corrective treatment, re occurrence of the joints edemas took place. It was reported that corrective treatment was again introduced and the patient recovered after 2 days of treatment. As of (B)(6) 2016, the patient was under treatment with betamethasone. The physician wondered if she should prolong the treatment with betamethasone to 5 days. As of (B)(6) 2016, the patient was not recovered. Outcome: not recovered/ not resolved for both the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events. (B)(4). Pharmacovigilance comment: (B)(4) comment dated 11-jul-2016: this case concerns a patient who experienced multiple edemas of joints described as edema to the joints of the fingers of the left hand, edema of the left ankle and then extension to the right ankle and the right wrist (recurrent) after receiving synvisc one injection in knee joint. The causal role of product in the occurrence of the events cannot be denied since there is a positive temporal relationship. However, the anatomic location of the event acts as confounding factor in the assessment of causality. Also, the lack of information regarding patient's underlying condition is required for complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 11-jul-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after 36 hours of starting treatment, experienced injection site edema (recurrent) and extension of the edema to the joints of the fingers of the left hand/edema of the left ankle/then extension to the right ankle and the right wrist (recurrent). The patient received synvisc one injection in (B)(6) 2014 in the joint of the right knee with a good tolerance. No concurrent conditions, medical history or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, (indication, batch/lot number and expiration date: not provided) in the joint of the right knee. On (B)(6) 2016, 36 hours after treatment with synvisc one, there occured injection site edema. It was reported that the puncture was performed and there was no infection. Also, the same day, 36 hours after treatment with synvisc one, the patient developed edema of the joints of the fingers of the left hand. It was reported that 4 days later, edema of the left ankle developed. Then there was extension to the right ankle and the right wrist. Also reported, 10 days after the injection, the patient received corrective treatment with betamethasone (celestene) for 3 days at a dose of 6 mg /day. After 48 hours of treatment the patient was recovered. Then 48 hours after the stop of betamethasone, re occurrence of the edemas of several joints occured. The corrective treatment with betamethasone was introduced for 3 days. The patient recovered after 2 days. After stopping the corrective treatment, re occurrence of the joints edemas took place. It was reported that corrective treatment was again introduced and the patient recovered after 2 days of treatment. As of (B)(6) 2016, the patient was under treatment with betamethasone. The physician wondered if she should prolong the treatment with betamethasone to 5 days. As of (B)(6) 2016, the patient was not recovered. Outcome: not recovered/ not resolved for both the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. (B)(4). Additional information was received on 13-jul-2016: global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-jul-2016: the follow up information received does not change the complete case assessment. Sanofi company comment dated 11-jul-2016: this case concerns a patient who experienced multiple edemas of joints described as edema to the joints of the fingers of the left hand, edema of the left ankle and then extension to the right ankle and the right wrist (recurrent) after receiving synvisc one injection in knee joint. The causal role of product in the occurrence of the events cannot be denied since there is a positive temporal relationship. However, the anatomic location of the event acts as confounding factor in the assessment of causality. Also, the lack of information regarding patient's underlying condition is required for complete case assessment.